Manufacturer narrative:
UDI: (B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The physician reported that a cap confirm threshold test results in a vf episode with atp and a shock therapy. Technical services suggested disabling a cap confirm to resolve the issue.